Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The jaw tip was broken and fell out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73h1600582 was manufactured on 08/30/2016 a total of 288 pieces. Lot was released on 08/31/2016. DHR investigation did not show issues related to complaint. The customer returned one unit of ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the jaws are partially closed, the rotation tab is severely bent, and the jaw opening gizmo (jog) is displaced. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clips fired due to the jog being displaced. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the jog was damaged and the distal end of the feeder was bent. Other remarks: the device was returned with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The device was shipped to the manufacturing site for further investigation. Upon further investigation, it was confirmed that all of the undamaged components were within specification. Therefore, it appears that the clips were unable to fire from the device due to the damages found on the device. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "item difficult to use" was confirmed based upon the sample received. One device was received. The device was found to have broken ratchet ears, a bent rotation tab, a bent distal end of the feeder, and the jaw opening gizmo (jog) was displaced. All of these damages could affect the end user's ability to properly load and apply clips. None of the remaining clips were able to fire due to these damages. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The sample was shipped to the manufacturing site for further evaluation and it was confirmed that the undamaged parts were within specification. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The jaw tip was broken and fell out. The patient's condition was reported as fine.